Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 11.9 mmol/l compared to a one touch basic original meter reading 8.9 mmol/l. (Invalid comparison) the customer care rep performed troubleshooting and the pt stated that twice the control solution test was not within range on 2 separate vials of test strips. No medical attention was received. No action taken by the pt following use of the meter. Based on the info, the invalid comparison, the control solution test failing, the event is reported as a product malfunction. No injury alleged. The meter was replaced and returned expected.